Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl and morphine via an implantable pump for osteoporosis and non-malignant pain. It was reported that the hcp wanted to know how to shut the pump off as they believed that the patient was getting too much medication. The hcp stated that about a month ago the patient had a dose change and had been getting worse as the month had progressed. The result of the call was that technical services warm transferred the hcp to the national answering service (nas) to page a rep and also reviewed magnets.